Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not work. The jaws were not cutting. Power supply was used in a later case without any issues. Device was removed and case completed with a different device. No patient injury noted. Minimal delay in case due to opening another evh kit.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h6, h11. The lot # 3000443632 history record review was completed. There was 1 ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there s no relation between the batch manufacturing process and the reported failure.